Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope exhibited scope communication error (error b31). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:g2(unmark health professional). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the investigation results, it is likely that the damage to the image sensor unit was due to stress from repeated use, external factors, or handling of the device. The damage could involve disconnection or breakage of components on the electrical circuit board, such as integrated circuit chips or capacitors. As a result, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.